Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-10325. It was previously reported the patient was experiencing tenderness and warmth at the ipg site with stimulation on. The patient underwent surgical intervention on oct 29, 2015, where the ipg was replaced with a new one. (Reference MFR report: 1627487-2015-05613). Additional information identified the patient's leads were replaced with new ones due to possible lead fracture and high impedances, during the ipg replacement surgery. None of the explanted devices will be returning for analysis.